Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint description states that an osteolytic action on posterior side of glenosphere was performed, resulting in construct becoming unsupported. This caused stress on screws, outcome both locking screws fractured. Shoulder revision was performed. The devices associated to the complaint were returned for analysis. The visual analysis carried out on the returned products show two screws fractured. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. It could be due to a high stress on unlocked implant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date originally reported in as the implant date was found to be incorrect; however, the actual date is currently unknown. This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Osteolytic action on posterior side of glenosphere resulting in construct becoming unsupported. This caused stress on screws, outcome both locking screws fractured.